Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient who is currently inpatient with a potential clot. Log file submitted captured a lone elevated power of 10 watts on (B)(6) 2020 which was associated with a pulsitile index (pi) event. Additional information reported that the patient was transferred to iu methodist and treated with lytic therapy. It was potentially thought maybe related to positive testing for covid 19. No additional information provided.

Event description:
It was reported that the patient was ruled in for thrombus. No changes to pump parameters. Lhd was elevated over 2000. Patient was discharged on brilenta and stopped dipyridamole. It was believed the patient had a right heart catheterization (rhc) the patient is back in the emergency department (ed) with a potential clot. The patient¿s lactate dehydrogenase (ldh) is 1728 u/l. Log file submitted captured a few above baseline powers in the 7w range, but these were associated with pulsitile index (pi) events and were not sustained. The pi appears to have an upward trend near the end of the log. No other unusual events were noted in the log file. On (B)(6) 2020, the patient underwent a hmii to hm3 exchange. The pump will be returned for evaluation. No additional information provided.

Manufacturer narrative:
Section b2, b5, d7, d10: additional information . Section h3: the device was returned for investigation. The evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed.